Event description:
A malfunction on a pump was reported by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact on their blood glucose level. Technical support provided instructions to reset the pump and assisted the caller, after which the malfunction did not recur. The customer was advised to continue using the pump and was instructed to call back if the malfunction reappeared, to which the caller agreed and understood.